Event description:
It was reported that during the implant procedure, the lead was implanted and high threshold was noted. It was attempted to remove the lead, however the helix mechanism would not retract. Eventually the lead could be removed successfully. Once the lead was outside the body, it was tried again to retract the helix mechanism but this was not possible.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal conductor was distorted due to over-rotation, the helix was bent and overstressed, blood noted on distal electrode, distal conductor fractured due to overstress, and lead was damaged at implant; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).